Event description:
It was reported during a procedure, an nrg rf needle was selected for use. Before inserting the device in the patient's body, the tip of the needle coating material had peeled off. The physician replaced it because it was a part that could come into contact with the heart muscle. Hence the device was replaced. The procedure was completed using another lot of the same product. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.